Event description:
It was reported that the patient had a right shoulder arthroscopic decompression and rotator cuff repair in 2001. In the next month, pt required irrigation and debridement of shoulder to treat post-operative infection.